Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
Hospital nurse reports that they have placed a chest tube on a 31week infant in the nicu with a large pneumo. They used an oasis 3600-100 drain instead of a pediatric drain on the infant patient due to availability and had some issues with connecting it to a small chest tube. She states that before the tube was attached to the drain, they had bulb suction attached to the tube and the lung was expanded via chest film. When they connected to the drain and suction, the lung collapsed again and air entered the pleural space as shown via chest film at the bedside. The drain was connected to wall suction and the bellows reached the delta marker, indicating -20cmh2o. They tried clamping the tube in several places to check for bubbling or possible leak in the drain but could not find an issue. Connections were reported to be secure. There was tidaling in the c chamber, and serous drainage coming from the tube to the d chamber indicating patency. Addition details obtained from discussion with the treating physician indicate no air was coming out of the chest drain when connected to the patient, and a bulb syringe was used to aspirate air from the chest. They did state that the connection from the oasis was much larger than they were used to, but they were able to make the connection tight and secure. The patient was transferred to (B)(6) due to apneic episode.

Manufacturer narrative:
Investigation: the customer reported that they connected an oasis single drain to an infant because they did not have a pediatric drain available. Despite making secure connections and confirming that suction was present, they were unable to achieve bubbling in the air leak detection chamber. The patients lung collapsed and they had to resort to another method of removing air from the patient's pleural space. Based on the details provided by the customer and the information reviewed during the investigation, it cannot be confirmed that the device was non-conforming to it's specifications. The information provided by the customer indicates that the device was used with a smaller catheter than it is recommended for, so the root-cause of this incident is believed to be user error regarding the setup of the device. The lot number of this device was not provided so a DHR review could not be completed.

Event description:
N/a.

Manufacturer narrative:
Corrected information: section a3 additional information: sections a1, a2, a4, h6.

Event description:
N/a.